Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review.  Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced an unknown infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. On an unreported, date the patient was hospitalized for the event. The patient was treated with unknown antibiotics (intraperitoneally, dosage and frequency unknown). The patient's status was not reported. Additional information was requested but is not available.